Event description:
It was reported that the device was defective. At the time of this report, it is unknown when the issue was identified, how the procedure was completed and if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.